Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Event description:
It was reported to philips that there was issue with the device's wireless footswitch connection. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and found that the battery led indicator and the wi-fi led indicator were both red. The fse solved the issue by replacing the wireless foot switch (wfs) and wireless base station. Philips confirmed that there was a connection problem between the wfs and wireless base station for the old design wireless footswitch. Philips has initiated medical device correction z-2485-2023 for this issue. With the replacement of the wfs and wireless base station the solution was implemented, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.